Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was replaced during the service call.

Event description:
The customer reported that the 9800 system had oil leaking from the x-ray tube. No pt injury was reported.